Event description:
On (B)(6) it was reported that during a cardiac bypass procedure when the patient was rewarming @ 36.5 the surgeon noticed he had kinked the arterial line. There was no alarm from the rotaflow console (B)(4). The line was straightened and the rotaflow started alarming and sending error codes and flow stopped. Arterial and venous lines were clamped. Ventilation was started, but there was no cardiac output. Aortic cross clamp was removed and the rotaflow was reset two times but the error code persisted. Handcranking was initiated and the patient came off bypass with handcranking. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device (B)(4). The device was not returned to the manufacturer and no evaluation was performed. (B)(4).